Event description:
It was reported that this right atrial (ra) lead was found dislodged. Lead was also attempted to be position multiple times but the procedure was not successful. Consequently, the lead was explanted and a non-boston scientific lead was implanted in the atrium. No additional adverse patient effects were reported.